Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system and sought guidance regarding pump use around an upcoming MRI; the user elected to continue on pump therapy until the MRI and then change supplies, later performing a supply change that was followed by improvement in glucose. Symptoms included elevated blood glucose. Outcomes included recovery without hospitalization or medical intervention beyond routine supply change and user education. Investigation included customer support troubleshooting and education, including review of meal announcement timing, guidance to avoid announcing after the 30-minute window, and scheduling of additional training. Investigation of this case revealed no confirmed device malfunction, with user factors such as delayed meal announcements and a pending MRI contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.